Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Event date is approximate. Occupation: non-healthcare professional if information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient (pt) indicated that their adaptive stimulation was not working. It was stated that the rep saw the pt a month prior. Troubleshooting could not be performed due to lack of access to the device. No symptoms were reported. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative (rep) indicated that the patient¿s adaptive stimulation (as) is now working. They stated that the as just needed to be adjusted, and the stimulation settings were corrected to the patient¿s needs and comfort. The rep indicated that as was previously working, but the intensity was just too strong for the patient, therefore they were programmed to lower intensity. They also mentioned that the patient was educated on how to adjust the settings and remain in position for a set period of time in order for the settings to set. The issue with the as not working was resolved. No further complications were reported or anticipated.